Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:20:58. During night drain cycle five, the patient's ultrafiltration reading was 1125ml, indicating the home patient drained 1125ml more than their maximum programmed fill volume of 1800ml. No further information was available.